Event description:
It was reported the patient is no longer receiving adequate coverage from the lead that is located in the cervical area. X-rays were taken, but the results remain unknown. An impedance check revealed no anomalies. Reprogramming attempts were unsuccessful. The next course of action remains unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.